Manufacturer narrative:
E1: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach inn aseptic technique was further described as the patient was touching the line. It was not reported if the patient was hospitalized for the event. On an unspecified date, the patient was treated with unspecified antibiotics for the event. Pd therapy was ongoing. The patient outcome and patient retraining on the proper aseptic technique were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by feeling unwell and abdominal pain. Three days prior to the peritonitis diagnosis, the pd catheter was removed the same day as the event onset, the patient was diagnosed with fungal and bacterial peritonitis. Approximately one month after the event onset, the patient was hospitalized and treated with amoxicillin sodium, clavulanate potassium (co amoxiclav) (at a dose of 625mg per 8 hour, intravenous, discontinued after 9 days) and posaconazole (at a dose of 300mg, oral, once daily, discontinued after 14 days) for the events. The patient has recovered from the events (two months after the event onset). Should additional relevant information become available, a supplemental report will be submitted.